Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. The presidio coil lot# c36415 will not be returned, therefore the root cause of the coil not shaping as desired in the target site and the resheathing difficulty cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time. Product will not be returned for analysis. Changed "device evaluated by mfg " field from "no" to "not returned."

Event description:
As reported by a health professional, the physician did not like the shape of the presidio 8mm x30 cm cerecyte coil (pc418083030/c36415) deployment and decided to pull it out. During re-sheathing of the coil the introducer failed to be re-zipped. The presidio 8mm x 30 cm coil was the first coil used; the physician replaced it with a same like product. The pre-test light did not turn on when the physician used the second coil a presidio 7mm x 30 cm cerecyte coil (pc410073030/c27558); which was exchanged for a same like product. The procedure was completed successfully. There were no adverse events to the patient due to the reported event. The complaint coils are not available for analysis.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). The product is expected to be returned for analysis, however it has not been received. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health professional, the physician did not like the shape of the presidio 8mm x30 cm cerecyte coil (pc418083030/c36415) deployment and decided to pull it out. During re-sheathing of the coil the introducer failed to be re-zipped. The presidio 8mm x 30 cm coil was the first coil used; the physician replaced it with a same like product. The pre-test light did not turn on when the physician used the second coil a presidio 7mm x 30 cm cerecyte coil; which was exchanged for a same like product. The procedure was completed successfully. There were no adverse events to the patient due to the reported event. The product is available for analysis.

Manufacturer narrative:
Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location callouts are reference only. Located 40.0 centimeters off the distal tip of the green introducer, the device positioning unit (dpu) and the coil protrude outside the sheath. There is no mechanical sheath damage at the protrusion site that resulted in the skive opening. The coil was returned undamaged with the secondary framing shape correctly formed. Note the distal tip of the sheath has compression from the coil¿s socket ring. This can indicate possible distal interference from the target site. No manufacturing defects were found. The complaint of the end user not liking the shape of the presidio coil during deployment is not confirmed. The presidio coil was returned undamaged with the secondary framing shape correctly formed, therefore the root cause of the end user not liking the coil shape during deployment cannot be determined, however a possible contributing factor may have been the target¿s inner dimensions with the targets size being too small for the coil and/or the wrong size coil was selected as the evidence shows that the distal tip of the outer sheath was compressed by the coil¿s socket ring which may have indicated distal interference during coil advancement into the target site. In addition without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event of the user not liking the shape of the coil could not be confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. The complaint coil is available for analysis. Device was returned for evaluation the 510 (k) number corrected to "k082739" from "k002056".

Event description:
As reported by a health professional, the physician did not like the shape of the presidio 8mm x30 cm cerecyte coil (pc418083030/c36415) deployment and decided to pull it out. During re-sheathing of the coil the introducer failed to be re-zipped. The presidio 8mm x 30 cm coil was the first coil used; the physician replaced it with a same like product. The pre-test light did not turn on when the physician used the second coil a presidio 7mm x 30 cm cerecyte coil (pc410073030/c27558); which was exchanged for a same like product. The procedure was completed successfully. There were no adverse events to the patient due to the reported event. The complaint coil is available for analysis.